Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported an intraocular lens (iol) was explanted one month after implantation due to patient being unable to adapt to a multifocal iol. The reporter indicated that the patient had blurry unaided near vision. In a follow up, it was reported that posterior capsular opacification was observed. It was indicated that the cause of the events is unknown.